Event description:
Reportedly, the ICD involved in this MDR report was explanted because it reached its elective replacement indicator for a total longevity less than 5 years. Normal threshold values and impedances were obtained during the different follow-ups since implant and only one shock was delivered. The device was returned for analysis in order to know if an abnormal behaviour of the device can be excluded.

Manufacturer narrative:
(B)(4), 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.